Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a (B)(6) female patient, the device displayed a "compressor failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It's important to mention that the device will prompt this message if the air intake is blocked in anyway but we were unable to firmly establish this was the cause. The device was recertified and returned to the customer. No trend is associated with reports of this type.